Event description:
The recipient reportedly experienced a gusher during surgery. The recipient is doing well. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The surgeon reported that the gusher was possibly due to anatomical reasons. The recipient's activation reportedly went well. This is the final report.